Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer observed air bubbles at this time and believed the cause of the occlusion alarms were the air bubbles. The air bubbles were primed out to address the event. Customer's blood glucose level was 210 mg/dl.